Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to metallosis. Intra-operatively, it was noted that the head had worn through the liner and the head was articulating against the shell. The shell, liner, and head were revised to competitor acetabular components with a stryker ceramic head. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.